Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, a device malfunction could not be confirmed for the unknown driver. However, the customer stated that the driver worked fine. The associated implant was returned and functionally tested with a compatible driver. The implant and driver functioned as intended and the complaint was unconfirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the implant disengaged from the driver. Another implant was placed to complete the procedure.